Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: unknown: [facility ni]. [Photographs of plaintiff and abdominal wounds/scars.] (B)(6) 2016: [facility ni]. (B)(6), md. [Nurse reviewer note: incomplete; missing page 1 of 2.] History and physical. Abdomen obese, soft, nontender, nondistended. Impression/plan: 29-year-old male with asperger¿s syndrome and kartagener¿s syndrome being evaluated in office for acute shortness of breath; noted severe elevation of left hemidiaphragm with near complete obliteration of left lung, displacement of the heart into the right chest and apparent kinking of the superior vena cava and inferior vena cava on CT scan. Also has right lung nodule in the apex. He won¿t be able to tolerate single lung ventilation; will not attempt to resect the right-side apical mass at this point. Repeat CT scan in 3 months. Will be admitted to hospital urgently tonight; preop for tomorrow. Will undergo repair of left hemidiaphragm in an attempt to restore volume to left lung. Implant procedure: bronchoscopy, left thoracotomy, repair of diaphragmatic hernia, repair of paraesophageal hernia, intrathoracic lysis of adhesions, intraabdominal lysis of adhesions. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/(B)(6), size if available] implant date: (B)(6) 2016 (hospitalization (B)(6) 2016). (B)(6) 2016: (B)(6) center. (B)(6), md. Operative report. Assistants: (B)(6), md; (B)(6), pa-c. Preoperative diagnosis: diaphragmatic hernia. Postoperative diagnosis: type 3 paraesophageal hernia / diaphragmatic hernia. Indication: this is a 29-year-old gentleman with a history of kartagener syndrome, asperger¿s, and severe respiratory difficulty, who presented to the office acutely short of breath over the last few weeks. He noticed it had been worsening. He denied any history of trauma. The patient has been followed for his entire life for pulmonary complications, but had no knowledge of an elevated hemidiaphragm. The patient underwent a CT and a pet/CT at an outside hospital, which demonstrated a mass in his right upper lobe, which is indeterminate at 1.2 cm, but also demonstrated a complete obliteration of the left diaphragm and abdominal contents in his left chest. This was noted to be the cause of the shortness of breath. The decision was made to take the patient to the operating room in order to control shortness of breath and reduce the hernia and repair the diaphragm. Implants: dualmesh mesh by gore. Description of procedure: ¿after explaining the risks and benefits of the procedure to the patient and his family, assuring they understood the risks and benefits, informed consent was obtained. After obtaining informed consent, the patient was brought to the operating theater. He was placed on the operating table in supine position. General endotracheal anesthesia was induced with a double-lumen endotracheal tube. Bronchoscopy was performed. Of note, during the bronchoscopy, the patient does have abnormal bronchial anatomy with a significantly reduced size of the left bronchial tree. The right bronchial tree was normal in distribution, but did note that he had a very high takeoff of the right upper lobe almost at a level above the carina. His airway was otherwise normal. An arterial line was placed. A central line was placed. The patient was rotated into the right lateral decubitus position with the left chest exposed. The bed was flexed. He was positioned appropriately, and the patient was prepped and draped in the usual sterile fashion. After performing the appropriate time-out, the procedure was commenced. A thoracotomy incision was made at the level of the 6th intercostal space. It was approximately 20 cm in length. Bovie electrocautery was used to dissect down to the level of the latissimus dorsi. This was divided using bovie electrocautery. Hemostasis was obtained. The fascial attachments of the serratus were divided from the serratus in an attempt to spare the serratus, and this incision was continued along the length of the body of the serratus. We then dissected down to the level of the ribs. We mobilized the chest wall both superiorly, inferiorly, posteriorly, and anteriorly in order to create a spacing count of the ribs. We marked the 7th rib, and then used bovie electrocautery and entered the 6th intercostal space after isolating the left lung from the vent. Upon entry into the chest, we noted the hernia extended up to the level of the second intercostal space. The decision was made to remove the 7th rib in order to gain additional working room for repair of the hernia. The rib was dissected using an alexander periosteal elevator and a doyen periosteal elevator. The rib was cut with a horsley bone cutter both anteriorly and posteriorly and removed. Hemostasis was obtained. A large [sic] chest wall retractor was then inserted into the chest and the chest wall was retracted. A balfour retractor was placed at 90 degrees to retract the serratus out of the way and increase our visualization. At this point, we inspected. We noted the chest was filled with a good number of adhesions between the lung and the hernia sac. These adhesions were divided both sharply with metzenbaum scissors and using bovie electrocautery where safe up to the level of the hilum and circumferentially around the lungs in order to mobilize the lung. After cleaning the adhesions and removing the lung from the hernia sac, hemostasis was obtained and the hernia sac was explored. It was noted to be extensively large. It extended down to the level of the diaphragm, which appeared to be completely obliterated. We were unable to determine whether this was a large bochdalek hernia, which extended medially to the level of the esophagus, or a large paraesophageal hernia, which extended laterally to the lateral edge of the diaphragm, but it encompassed nearly the entire left hemidiaphragm. The sac was opened, and the abdominal contents were dissected away from the sac carefully to avoid damage to the omentum or underlying structures. This was performed largely with metzenbaum scissors, but at some points with bovie electrocautery. Hemostasis was obtained using clips, and bovie electrocautery where safe. An intraabdominal lysis of adhesions was performed in order to mobilize the hernia contents. These adhesions were divided using metzenbaum scissors. Hemostasis was obtained. At this point, the hernia sac was dissected away, removed from the chest with metzenbaum scissors, and sent to pathology. The entire hernia sac was removed. We then explored the abdominal contents and noted there was enough of a rim both anteriorly, posteriorly, and medially to secure a patch. We also noted that there was no significant rim to sew to laterally along the rib edge. The decision was made at this point to sew the patch to the level of the periosteum in order to create a flat patch. We found it difficult to reduce the abdominal contents into the abdomen. Despite a large hernia, the contents continued to pop back into the chest. In order to aid with this, a separate incision approximately 8 cm in length was made in the left upper quadrant of the abdomen under direct visualization. We dissected down to the musculature, divided the musculature, and entered the peritoneum. A medium sized alexis retractor was inserted and tightened, and an assistant¿s hand was placed through this port and used to retract the abdominal contents down into the abdomen while sewing the patch in place. A series of 0 pledgetted prolene sutures were placed with the pledget on the thoracic side around the rim of the hernia to secure-appearing tissue. As mentioned, anteriorly, medially, and posteriorly, we sutured to the level of the diaphragm at the edge of where the hernia came off. Posteriorly, we left a small gap where the esophagus could come through. The esophagus was circumferentially dissected at this point and mobilized in order to reduce the contents into the abdomen. Of note, there was no excess tension on the esophagus. It did not appear shortened, but we did mobilize and place a penrose around the esophagus in order to facilitate the placement of this patch. Care was taken not to divide any of the fibers or damage the esophagus. A notch was cut from the posterior portion of the patch through which the esophagus was run. After placing the circumferential sutures on the hernia sac on the side as described and on the chest wall at the level of the periosteum on the lateral wall, the sutures were placed through the gore-tex mesh. The hernia in the diaphragm was noted to be approximately 11 cm x 11 cm. A total of 23 pledgeted prolene sutures were placed circumferentially around the diaphragm at the level of the hernia. These were placed through the gore-tex mesh, which was cut to approximately 13 cm x 13 cm to allow for overlap. After placing all the sutures through, a gap area was allowed where the notch was cut posteriorly for the esophagus run through. The mesh was then parachuted down to the level of the hernia at the rim of diaphragm. Each of these knots were then individually tied in order to secure the area of herniation at the level of the diaphragm and reconstruct the diaphragm. At the completion of tying all 23 sutures, we were able to place a finger into the area surrounding the esophagus in order to assure that it was not excessively tight. After discussion with anesthesia, the decision was made not to place the bougie down the esophagus due to the patient¿s positioning and also due to the high risk of damaging it in a patient with kartagener syndrome with possible esophageal dysmotility issues. Thus, finger was placed and the gap was noted to be of adequate size to allow the esophagus to run through, but not allow reherniation of abdominal contents into the chest. All sutures were tied down. The mesh was inspected and noted to lie flat with the diaphragm should be and diaphragm at this point was considered to be reconstructed. We then insufflated the lung and noted full re-expansion of the lung to fill the entire chest. The decision was made to close. Two chest tubes were placed. These were 32-french straight chest tubes. The anterior one was placed anteriorly, and the posterior one was placed laterally. They were secured in place with a #1 silk suture. Four interrupted pericostal #1 vicryl sutures were placed in order to reapproximate the ribs. After the lung was reinflated, these were tied down. The flex was removed from the bed to aid in assisting closing the chest. The serratus layer was closed to its fascial attachments using #1 vicryl in a running, continuous fashion. The latissimus layer was closed using #1 vicryl in a running, continuous fashion. The skin was closed with 2-0 vicryl in a running continuous fashion. The skin was closed with 4-0 monocryl in a running, continuous fashion. Attention then shifted to the abdominal incision. The fascia was closed under direct vision with care to avoid damaging any underlying structures. After removing the alexis, a total of seven #2 pds sutures were used in interrupted fashion to close this. The fascial layer was palpated and noted to completely close prior to moving on. We then closed the skin using 2-0 vicryl in a running continuous fashion and the epidermis using 4-0 monocryl in a running, continuous fashion. The patient tolerated the procedure well and will be transferred to the postanesthesia care unit for further care, from which he will go to an ICU level.¿ (B)(6) center. Implant sticker. Gore® dualmesh® plus biomaterial. Ref: 1dlmcp04. Sn: (B)(6). 2018-03-31. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/(B)(6)) was implanted during the procedure. Relevant medical information: (B)(6) 2016: (B)(6) center. (B)(6), md. Discharge summary. Instructions: follow up with (B)(6) within 4 weeks, cvt office in one week to have all sutures removed by nurse, (B)(6) 2016. Weight 132.6 kg. Ambulate as tolerated; no heavy lifting or straining, regular diet. Stable condition. (B)(6) 2016: (B)(6) center. (B)(6), md. Operative report. Assistant: (B)(6), pac. Preoperative diagnosis: hemothorax. Postoperative diagnosis: hemothorax. Procedure: left video-assisted thoracoscopic surgery, drainage of retained hemothorax. Indications: this is a 29-year-old gentleman who underwent a recent diaphragmatic hernia repair with implantation of a dual mesh for reconstruction of his left chest secondary to a large paraesophageal/bochdalek hernia. The patient presented to the hospital yesterday with nausea and vomiting. He was noted to have white count of 34, which after fluid resuscitation came down to 26. On CT chest, abdomen, and pelvis, he was noted to have no evidence of bowel loops in the chest or recurrent herniation, but was noted to have some retained hemothorax. No other source could be found for his signs of sepsis, other than the retained hemothorax. Of note, he did have a ua yesterday which noted some white cells and bacteria, but did not note leukocyte esterase or nitrites. The decision was made to take him to the operating room for a washout of the hemothorax in case it was the source of his infection. Description of procedure: ¿after explaining the risks and benefits of the procedure to the patient and his family, assuring he understood the risks and benefits, informed consent was obtained. After obtaining informed consent, the patient was brought to the operating theater. He was placed on the operating table in supine position. General endotracheal anesthesia was induced through the double-lumen endotracheal tube. The patient was flipped into the right lateral decubitus position with the left side exposed. He was flexed on the bed for a thoracotomy and prepped for a thoracotomy. A foley catheter was placed. Of note, on insertion of the foley catheter, the urine was extraordinarily thick and appeared to have the consistency and color of mucous-filled carrot juice. A repeat urinalysis was sent, along with urine cultures at this time. The decision was made to proceed with the surgery to clean out the retained hemothorax. After prepping and draped in the usual sterile fashion and performing an appropriate time-out, the procedure was commenced. An incision was made in the 6th intercostal space approximately 1.5 cm in length. Bovie electrocautery was used to dissect to the pleural space and into the pleural space. A 12 mm trocar was inserted, and the co2 was insufflated to a pressure of 15 mmhg. Fluid was noted to come from the chest in a small volume. This was suctioned into a lukens trap. A total of 50 ml of loose fluid was removed, and a 10-30 camera was inserted. No evidence of infection was found within the chest. The patient did have some retained hemothorax, but there was no evidence of bowel loops, no evidence of necrosis, no evidence of stool or other contaminating factors in the chest, and there was no evidence of pus. The lung was cleared of its attachments to the chest wall in order to explore the lung circumferentially from top to bottom. This was performed by inserting 2 additional working ports, one in the 4th anterior space and one in the 5th posterior posteriorly. Lung graspers were inserted, and adhesions were broken up to circumferentially expose the lung. Fluid and hemothorax were drained, but no evidence of infection was noted. The fluid suction was sent for culture in the lukens trap. After completely exploring, we irrigated with copious amounts of sterile saline, approximately 3 l. We then irrigated with a liter of bacitracin-soaked saline. We then again explored the lung with the vats camera. We explored the lung and the patch and the chest wall; noted no signs of abscess, no signs of pus, no signs of pleural rind or rind on the diaphragmatic patch. We then inserted 3 chest tubes. Anteriorly we placed a 24-french blake; in the middle incision we placed a 32-french straight chest tube; in the posterior incision was placed a diaphragmatic 24-french blake. The incisions were closed in the standard 3 layers after watching the lung completely re-expanded under vats guidance. The fascia was closed with 0 vicryl in an interrupted fashion. The epidermis with 4-0 monocryl in a running, continuous fashion. The patient tolerated the procedure well. He will be transferred to pacu for further care.¿ (B)(6) 2016: (B)(6) center. (B)(6), md. Operative report. Addendum: ¿at the completion of the operation, his wound was noted to have a small degree of separation. This was probed and noted to have an area of dehiscence underneath. The decision was made to reclose this wound. The wound was opened slightly larger so that the wound could be explored using a 15-blade. We placed a 19-french blake drain into the subcutaneous tissue in the chest wall in order to continue to drain this area, irrigated the area with copious amounts of saline. There was no evidence of infection or pus. All tissue appeared to be good granulation tissue, and there was no murky fluid. We then closed over this wound. This was closed in the standard 3 layers with care not to hit the underlying chest tube using #1 vicryl in a running continuous fashion at the fascial layer, 2-0 vicryl in a running continuous fashion at the skin layer, and 4-0 monocryl in a running continuous fashion at the epidermis. Patient tolerated this well and will be transferred to pacu for further care as dictated in the prior dictation.¿ explant procedure: robotic laparoscopic gastric mobilization, mesh removal, exploratory laparotomy, feeding jejunostomy tube placement. Explant date: (B)(6) 2016 (hospitalization (B)(6) 2016). (B)(6) 2016: (B)(6) center. (B)(6), md. Operative report. First assistant: (B)(6), md. Preoperative diagnosis: gastric perforation following thoracic hiatal hernia repair. Postoperative diagnosis: gastric perforation following thoracic hiatal hernia repair. Anesthesia: general endotracheal. Complications: none. Estimated blood loss: 50-100 cc. Counts: lap, needle, and sponge counts were correct at the end of the procedure. Drains/tubes: jp drain was placed x1. Feeding jejunostomy tube was placed as well. Operative findings: included: recurrent hiatal hernia. Dense inflammatory changes in the mediastinum secondary to gastric perforation with a second perforation proximal to this. Procedure in detail: ¿the patient underwent a very difficult thoracic-approach hiatal hernia repair a couple of weeks ago. He now has evidence of a gastric perforation on imaging as well as gastric contents coming out of jp drain. I did discuss, this morning with the family, that I had been consulted to assist in the intraabdominal management of this problem. I explained to them that we would do this laparoscopically, but it could result in an open repair. We discussed hiatal hernia repair, feeding g tube, and feeding j tube as well. This was done in conjunction, obviously, with the attending, dr. Brian solomon. The patient was subsequently taken to the operating room, placed in a supine position, had administration of double-lumen endotracheal anesthesia, and placement of appropriate monitoring devices, patient¿s abdomen was prepped and draped in usual sterile fashion. After appropriate pause and consent, a periumbilical incision was made with an 11 blade. A 5 mm blunt-tipped optical trocar was carefully placed intraabdominally. Pneumoperitoneum was created to 10 mm of intraabdominal pressure. Dense inflammatory adhesions were noted in the left upper quadrant. The robotic trocars were placed, all under direct visualization. Blunt dissection was performed to reduce the adhesions. The transverse colon appeared to be partially incarcerated into the mediastinum once again. This was pulled down without difficulty. A nathanson retractor was placed to retract the left lobe of the liver. The patient was placed in steep reverse trendelenburg position. The xi robot was docked appropriately. Targeting was performed. Instrumentation was introduced, all under direct visualization. Then, a very tedious hour-and-a-half-long dissection was performed. I was able to identify the right crus. I was able to reduce the hernia sac entirely along the right side of the hiatal hernia. Aorta was identified. The spleen was identified. The short gastrics were taken down with a vessel sealing device which allowed me to access to the lesser sac. By doing this, I was able to go proximally along the greater curvature and identify the perforation, which appeared to be in conjunction with the patient¿s dualmesh. The dualmesh was completely removed. The perforation, however, was proximal stomach, was a very large perforation, and just proximal to this, there appeared to be another perforation of an unknown etiology. This area was fixed; it was concrete and could not be manipulated any further, robotically or laparoscopically, as there were no tissue planes because of the gastric leak. At this point, we had a consultation with dr. Solomon. I abandoned the robotic procedure and then performed a midline incision with a 10 blade. Bovie electrocautery was used to dissect down through the soft tissue. Appropriate retractors were placed. Then, manual dissection of the stomach was performed. I was able to mobilize the greater curvature more to free the stomach up. It became quite obvious, even with digital manipulation, that the proximal stomach and esophagus were completely fixed and stuck in the mediastinum and could not safely be manipulated intra-abdominally. Therefore, we made the decision to abort the intraabdominal procedure. This was done. The stomach was completely mobilized. All of the small bowel was viable. The colon was viable. The greater curvature was mobilized all way to the pylorus. This would allow dr. Solomon, now, to pull the stomach up into the patient¿s chest and perform his repair. I then, at this point, placed a feeding jejunostomy tube at 70 cm distal to the ligament of treitz. It was placed through an enterotomy. Purse string was tied down. The feeding j was brought out through the left lateral abdominal wall without difficulty. A jp drain was placed at the hiatus. The feeding jejunostomy site was anchored to the abdominal wall with 2 interrupted 3-0 silk sutures. Then, with adequate lap, needle, sponge, and instrument counts, the incisions was closed with running looped pds x2. Skin incisions were closed with sterile surgical staples, and jp drains were anchored properly. Dr. Solomon will now continue the procedure via left thoracotomy.¿ (B)(6) 2016: (B)(6) center. (B)(6), md. Operative report. Assistants: (B)(6), md; (B)(6), md. Preoperative diagnosis: gastrocutaneous fistula. Postoperative diagnosis: gastrocutaneous fistula / perforation with esophageal perforation at the gastroesophageal junction with persistent pleural rind and infection. Title of procedure: left re-operative thoracotomy. Left pleural decortication. Gastroesophagectomy with primary orringer anastomosis via gastric conduit. Description of procedure: ¿after explaining the risks and benefits of the procedure to the patient and ensuring that he understood the risks and benefits, informed consent was obtained. This was also explained to his family due to his social situation. Please see the operative dictation of dr. (B)(6) regarding the abdominal portion of his procedure which explains the anesthetic protocol and the preliminary procedure in which he robotically explored the abdomen, mobilized some of the gastric conduit, and explored the fistula. He removed the diaphragmatic dual mesh patch and exposed the stomach but was unable to fully evaluate the gastric perforation or esophageal perforation. After closing the abdominal incision via an exploratory laparotomy, we rotated the patient into a thoracotomy position and re-prepped and draped in the usual sterile fashion. He was stabilized with a beanbag. His prior incision was opened with a #15 blade. It was extended approximately 5 cm in each direction along the thoracotomy plane. Bovie electrocautery was used to dissect down through his prior incision. All sutures which appeared infected were removed. We noticed there was no evidence of pus, but there was evidence of some necrotic tissue in the chest cavity. This necrotic tissue was debrided until healthy tissue was found. We divided the prior sutures holding the latissimus in place and holding the serratus muscle to its fascial attachments, exposing his thoracotomy incision. There was a pleural rind noted throughout the lung. After mobilizing the lung from the ribs using bovie electrocautery, we inserted a finochietto retractor and a balfour retractor to open the incision, and the lung was decorticated. We peeled the pleural rind off the upper and lower lobes in order to increase the ability of the lung to expand and fill the cavity. We did pull it off the remainder of the diaphragmatic lip and attempted to remove as many of the pledgets as we could find. We were easily able to see the perforated stomach through the hole in the diaphragm where the patch had been removed. Extensive decortication was performed all over the pleural cavity, and the lung was mobilized in order to expose the diaphragm. In order to visualize the stomach and the esophagus, we cut the remainder of the diaphragmatic rind. We then proceeded to mobilize the stomach. Adhesions were lysed surrounding the greater curvature of the stomach in order to mobilize the stomach up into the chest. We were able to visualize approximately a 4 cm hole at the gastroesophageal junction and an additional 6-7 cm hole in the fundus of the stomach. These were 2 separate, nonconnected holes. The margin of the gastroesophageal hole appeared to be fresher and without any signs of necrosis. The margin around the fundus appeared to be more necrotic and older. After extensively mobilizing the adhesions around the esophagus and the stomach in order to gain enough mobility to move the stomach up to the chest, we passed an ng-tube through the mouth, into the esophagus, through both holes and into the stomach. After consulting with my assistant surgeons, the decision was made that the tissue appeared healthy enough in the stomach to perform a primary anastomosis. We irrigated with copious amounts of antibiotic-soaked saline. We then removed the ng-tube and cut the distal end of the esophagus. The esophagus was cut with metzenbaum scissors to form a fresh line for suturing and was noted to bleed well and to be of good quality tissue. We then used a series of 6 ethicon 60 black stapler loads to transect a healthy margin of the stomach distal to the fundal perforation. The stomach was noted to have excellent color and appeared to be well vascularized. It was aligned to the fresh margin of the esophagus. The posterior wall of the esophagus was tacked to the anterior wall of the stomach using an interrupted silk suture in order to align these. A hole was made in the anterior margin of the stomach, and a 60 blue endo gia ethicon stapler was placed with the anvil in the esophagus and the staple load in the stomach. The edema was squeezed out, and the stapler was used to perform this anastomosis. The remaining anterior end of this anastomosis was sewn closed with interrupted 3-0 silk sutures at approximately 1 mm distance. Prior to tying these down, the ng-tube was placed again through the esophagus and directed into the stomach. After palpating it in the current location, we tied down these sutures gently in order to reapproximate the esophagus to the stomach. The anastomosis was palpated, noted to be patent, and noted to be of good color. We then made the decision to leave the diaphragmatic hernia open as we felt that any additional surgery would further harm the patient and would put the anastomosis at risk. We placed 3 chest tubes. The anterior one was a 32 french straight chest tube placed anteriorly in the chest. The posterior one was a 32 french chest tube placed laterally in the chest. The middle chest tube was a 24 french blake placed around the esophageal anastomosis. All were secured in place with a 0 vicryl suture. The wound was then irrigated again with copious amounts of antibiotic-soaked saline. This was suctioned out. The lungs were inflated and noted to inflate well after the decortication. We then closed the chest in the usual fashion. The ribs were reapproximated using interrupted #2 vicryl sutures after removing the flex from the bed. The serratus layer was then closed in bulk using #1 vicryl in a running continuous fashion. The latissimus layer was closed with #1 vicryl in a running continuous fashion. The skin was closed with 2-0 vicryl in a running continuous fashion. The epidermis was closed with a line of staples. The patient tolerated the procedure well and will be transferred to the cardiovascular ICU for further care.¿ h10/11 continuation.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The instructions for use further state: ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial  instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic paraesophageal hernia repair on (B)(4) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. If applicable: the complaint alleges that on (B)(4) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, infection, abdominal evisceration, wound vac, severe and chronic pain/discomfort. Additional event specific information was not provided.